Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation was breached from being cut. It was noted thatthe proximal low voltage lead had blood (not obstructed), the distal end low voltage electrode was covered with blood and the lead appeared damaged at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant it was discovered that the atrial lead was not sutured. During disconnecting the lead from the header, the set screw was unscrewed from the header. The set screw was put back in place. After this, the lead threshold increased and noise was observed on the ECG. Lead positioning was checked with positive results. As insulation damage was suspected, the lead was replaced with positive results. The lead will be returned for analysis. Us FDA MDR: it was reported that during implant, after the right atrial (ra) lead was connected to the device that it was discovered the lead had not been sutured so the lead was disconnected from the device, sutured and reconnected to the device. After this, the ra lead thresholds had increased and there was noise on the electrogram. The lead was disconnected again and tested with the analyzer and the same parameters were measured and the position was reviewed to be the same. Damage to the lead insulation was suspected, so the ra lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, after the right atrial (ra) lead was connected to the device that it was discovered the lead had not been sutured so the lead was disconnected from the device, sutured and reconnected to the device. After this, the ra lead thresholds had increased and there was noise on the electrogram. The lead was disconnected again and tested with the analyzer and the same parameters were measured and the position was reviewed to be the same. Damage to the lead insulation was suspected, so the ra lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.